Event description:
It was reported that the caller was informed today (2/17/2025) that the patient had a stroke post-afib pfa procedure on (B)(6) 2025. The caller was informed that the patient was admitted to the ER at a different hospital. The caller did not have any further details, patient status was unknown. It was unknown what day or time the patient experienced the adverse event, and unknown when exactly they were admitted to the ER. Current patient status is unknown. There were no issues during the afib procedure on (B)(6). There was no indication that the patient experienced an adverse event until the caller was made aware on 2/17/25. The caller stated that "the physician wasn't willing to look at intracardiac echo to confirm contact." The patient was intubated for the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).